Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed due to a leak in the cuff resulting in incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter at our quality assurance laboratory, the components underwent a thorough analysis. The cuff did not pass the leak test performed. The cuff was microscopically examined. A cuff tear was identified in the cuff shell proximal to the buttonhole. The damage was consistent with sharp instrument damage. Based on the information available and analysis results, the clinical event of incontinence is a known inherent risk of the device. The leak in the cuff was confirmed with a conclusion cause of unintended use error caused or contributed to event.

Event description:
It was reported that this artificial urinary sphincter was removed due to a leak in the cuff resulting in incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.